Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection and functional testing including leak, clear passage, clamp function, and integrity testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient adaptor (connector) of a transfer set was "idled" and could not connect to the titanium adapter. This occurred during preparation of peritoneal dialysis therapy. The transfer set was replaced. The titanium adapter was still in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.